Event description:
Patient had orif in the summer of 2012. Subsequent follow up visits with orthopedic md identified non-union and four broken screws. The hardware was removed approximately eight (8) months later as an orif with iliac crest bone graft.what was the original intended procedure?orif right tibia.